Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure error messages 833 and 302.6 were received from the laser system. Per the customer, these error messages were received at the 5 minute count down. The customer stated the error messages were cleared but these errors were received again not long after they were cleared. Per the customer, the laser system was shut off/on but still received these error messages. The customer continued to clear these error messages and completed the procedure.